Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was met when inflating the balloon so the customer had to use more force. After the dilatation was completed, it was difficult to remove the air from the balloon. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on august 8, 2016. All of the air was eventually able to be removed from the balloon. After the procedure, on the same day, bile duct bleeding was noted. An enbd tube was implanted at the end of the procedure, and blood was noted among the bile obtained through the tube. There was no treatment given for the bleeding, and eventually the patient recovered well. In the physician's assessment, the bleeding resulted after attempting to remove the device without deflating the balloon.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was met when inflating the balloon so the customer had to use more force. After the dilatation was completed, it was difficult to remove the air from the balloon. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the device has no visible issues. A functional evaluation was performed, and the balloon inflated and deflated fully. The noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was met when inflating the balloon so the customer had to use more force. After the dilatation was completed, it was difficult to remove the air from the balloon. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on august 8, 2016. All of the air was eventually able to be removed from the balloon. After the procedure, on the same day, bile duct bleeding was noted. An enbd tube was implanted at the end of the procedure, and blood was noted among the bile obtained through the tube. There was no treatment given for the bleeding, and eventually the patient recovered well. In the physician's assessment, the bleeding resulted after attempting to remove the device without deflating the balloon.